Manufacturer narrative:
H6 device code updated to 4062- air/gas in device.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). B2: other serious- air embolism. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where the patient was already hospitalized in the ICU due to cardiac decompensation. An air embolism occurred intraprocedural. No issues were noted during prep. After introducing the first gs and pascal ace, a decision was made to perform a new transeptal puncture (tsp) to have sufficient height for the procedure. A decision was made to exchange the gs and re-use the is (device prep was re-performed). The new gs was placed over the septum into the left atrium (la), the implant device was introduced 6-10cm into the gs and it was noticed that there was air (20-30cc) in the gs during aspiration. However, the physician was able to aspirate the full 45cc of blood and continued. When the pascal ace was further introduced into the la, air was observed on echo in the left atrium. The patient became hypotensive, st elevation was noted, and oxygen saturation dropped. With catecholamines and oxygen the patient could be stabilized. The procedure continued and one pascal ace was positioned and released with a result from mitral regurgitation (mr) grade 4 to grade 2. Another ace was not intended as there was already a gradient of approximately 5mmhg. An occluder was placed later, likely during index procedure. Physician was fine with the case and end result. He does not blame the device and attributes it more to the complications with additional tsp. Patient was discharged.

Manufacturer narrative:
The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with other empirical evidence. The complaint was confirmed, however no manufacturing non-conformities could be identified. Available information suggests that variations in execution of procedural steps may have been a contributing factor to the reported event. Potential root causes for the presence of air may include: omission of a flushing/de-airing step, improper stopcock/syringe technique. However, a definite root cause is unable to be determined.